Event description:
During a procedure a polarx catheter was selected for use. Blood detection error occurred during the 7th cooling in the case; therefore, the entire balloon and cable were replaced, however, the same error recurred during the 3rd cooling after replacement. A replacement of the console resolved the issue. The device will not be available for return. It was further reported that when the consumables were replaced on (B)(6) 2024, there was no reproducibility of the issue, so an inspection was not required.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.